Event description:
It was reported that during a normal battery depletion generator replacement, this implantable cardioverter defibrillator (ICD) was found to exhibit header damage. The header was falling off and wobbly when trying to explant. The procedure was completed successfully and the device will be returned to boston scientific for analysis. No further adverse patient effects were reported.

Event description:
It was reported that during a normal battery depletion generator replacement, this implantable cardioverter defibrillator (ICD) was found to exhibit header damage. The header was falling off and wobbly when trying to explant. The procedure was completed successfully and the device will be returned to boston scientific for analysis. No further adverse patient effects were reported.

Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, visual inspection confirmed the clinical observation of a weakened header bond. X-ray examination was performed. Improvements have been made to the manufacturing process in order to strengthen the bond between the header and the device case. This device is included in the subpectoral implant advisory population.